Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that right ventricular lead over-sensing persist. No interventions or patient symptoms were reported. The patient was stable.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed recorded episodes of non-sustained right ventricular over-sensing and probable inappropriate anti-tachycardia pacing. Lead noise or myopotential oversensing exhibited by the right ventricular lead was the suspected cause of the episodes. No interventions were made. No patient symptoms were reported.